Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a partial power-on-reset. The reset does not affect the current programming of the ICD, only the diagnostic history. It was additionally reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) approximately six months prior due to high rate non-sustained episodes and high sensing integrity counter (sic). The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.